Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was performed. Ran a displacement test and failed. Instructed customer revert to back up of manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.